Manufacturer narrative:
(B)(4).

Event description:
It was reported that for an interventional procedure, as the 3 x 28 mm promus stent was being loaded onto the guide wire outside of the patient's anatomy, the tip of the delivery catheter was noted to be bent away but not completely broken off. The procedure was completed with another similar device. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that can contribute to tip tear/separation/detachment include but are not limited to damage during manufacturing, removal from packaging at the account, handling during preparation, handling during use, and/or during insertion/removal of the guide wire. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. The lot history record was reviewed and a query for similar incidents was performed for this lot and there is no indication of a product quality deficiency. There was no report of any damage noted during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is likely that the tip became torn as a result of inadvertent mishandling during insertion of the guide wire. There is no indication of a product quality deficiency. All stent delivery systems are subject to 100% visual inspection for tip damage, including at the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip tensile integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.